Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that quality controls were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and found that the wash manifold was damaged. The cse replaced the manifold, reagent probe, reagent probe sleeve, and 3-way solenoid valve. The cse also performed instrument decontamination and precision testing and ran quality controls, which were acceptable. The cause of the discordant, (B)(6) results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on multiple patient samples on an advia centaur xp instrument. The customer stated that (B)(6) results were observed on approximately twenty of two-hundred samples tested. The discordant results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting (B)(6). The samples were also tested using (B)(4) confirmatory testing, which resulted as (B)(6). The (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.